Event description:
It was reported to philips that system failed to start due to defective flexvision pc on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision-2_revised pc no hdd, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).